Manufacturer narrative:
Additional information was received indicating that the issue occurred during continuous delivery, confirmed there was no patient or clinical injury, reported that no medical treatment was received and reported that the pump was subsequently changed. It was also reported that the pump was programmed correctly. Other relevant history provided: orthostatic hypotension since (B)(6) 2019. Concomitant medical products and therapy dates provided: aremis 100 mg every 24 hrs, apocard 100 mg every 24 hrs since (B)(6) 2019. Updated:a2-4, b3.

Event description:
Information was received indicating that a patient perceived that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have been delivering medication inaccurately. It was reported that there were no changes in the patient's symptoms, but they noticed that "the cartridges are consumed differently from day to day." Per reporter the current programming on the pump is: morning dose 14.3 ml, continuous dose 3.6 ml/h and extra dose 2.5 ml. No adverse patient effects were reported.